Event description:
On (B)(6) 2021, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) the patient experienced candida in the abdomen and was treated with variconazole. In (B)(6) 2022, the patient experienced recurrent gastric ulcers and was treated with pantropazole and simiticon. There was no malfunction or deficiency of the device reported. Abbvie made multiple query attempts regarding the details of the reported events, and what diagnostic testing was performed. However, no further information was made available.

Manufacturer narrative:
Reference number: 2299836. Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Gastric ulcers are a known complication of a peg- j tube placement. Refer to 3010757606-2023-00636 j tube record and 3010757606-2023-00638 j tube record. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.